Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of atrial depolarization. It was also reported that the right atrial (ra) lead exhibited oversensing/noise. It was noted that mirror image was also observed and that the patient was experiencing a "sensation" in chest area. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.